Manufacturer narrative:
The med history was rec'd and evaluated. Infection, compounded by pt's smoking, is the probable cause of failure. The implant has not been returned for eval. Co cannot be certain it is a lifecore product.

Event description:
Implant did not integrate. Pt is a smoker. One person affected.